Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dental office called reporting a patient a started having swelling of the lips after their first night on (B)(6). The patient however continued to whiten every night and the swelling became worse and eventually they broke out in hives. The patient contacted their dentist on (B)(6) and was told to stop all whitening. The dental office did not contact evolve until (B)(6) regarding this patient. Informed dental office that the patient was likely experiencing an allergic reaction to the hema in the desensitizer. The patient was advised to discontinue all whitening until the symptoms subside. Any future whitening would be done without the desensitizer.